Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("confirmed essure perforation - tip of right essure device extending through the fallopian tube lumen to the isthmus") in a 52 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of retention cyst, chronic cervicitis and umbilical hernia. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On an unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (essure removal by total hysterosalpingectomy, cystoscopy on (B)(6) 2022). On (B)(6) 2022, the event had resolved. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: procedure: a total laparoscopic hysterectomy with bilateral salpingectomy was performed as planned. The patient tolerated the procedure well. There were no complications. Pre-op ox: suspected essure perforation - post-op ox: confirmed essure perforation. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2022: operative findings:external genitalia, vaginal epithelium, and cervix normal appearing with no lesions or lacerations. Uterus small and mobile with no adnexal masses noted. Laparoscopic surveying of the pelvis showed an essure device perforated through the left fallopian tube at the cornua with the overlying serosa intact with no evidence of perforation through the serosa with otherwise normal appearing fallopian tubes bilaterally. Laparoscopic surveying of the pelvis also showed normal appearing uterus, ovaries, round ligaments, and ureters. [Pathology test] on (B)(6) 2022: diagnosis: a. Uterus and bilateral fallopian tubes: mild chronic cervicitis with retention cysts. Inactive, basal endometrium tissue: uterus and bilateral fallopian tubes -gross description:a. Uterus and bilateral fallopian tubes: received in formalin labeled with the patient's name and uterus and bilateral fallopian tubes is a total hysterectomy with bilateral fallopian tubes that is 8.0 cm fundus to cervix, 5.0 cm cornu to cornu and 3.4 cm anterior to posterior. There are coiled metallic-colored sterilization devices consistent with essure iud inserted into the lumen of each cornu with the metal coil protruding 1 .2 cm into the endometrial cavity on the left cornu. Sectioning of the cervix reveals a tan-white rubbery cut surface with cystic architecture. Sectioning reveals an endometrium that is 0.1 cm thick and a myometrium that is up to 1 .7 cm thick. The myometrium is tan-white and mildly trabeculated. The left fallopian tube is 5.1 cm in length x 0.4 cm in diameter. The attached fimbriae are red-brown the intramural portion of the fallopian tube displays the tip of the aforementioned sterilization device in the surrounding soft tissue and not intraluminal. The right fallopian tube is 6.1 cm in length and up to 0.6 cm in diameter. The fimbriae are red-brown. Sectioning reveals a pinpoint lumen and the tip of the aforementioned sterilization device is extending through the fallopian tube lumen to the isthmus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("confirmed essure perforation - tip of right essure device extending through the fallopian tube lumen to the isthmus") in a 52 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cyst, chronic cervicitis and umbilical hernia. On an unknown date, the patient had essure inserted. On an unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (essure removal by total hysterosalpingectomy, cystoscopy on (B)(6) 2022). Essure was removed on (B)(6) 2022. On (B)(6) 2022, the event had resolved. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: procedure: a total laparoscopic hysterectomy with bilateral salpingectomy was performed as planned. The patient tolerated the procedure well. There were no complications. Pre-op ox: suspected essure perforation - post-op ox: confirmed essure perforation. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2022: operative findings:external genitalia, vaginal epithelium, and cervix normal appearing with no lesions or lacerations. Uterus small and mobile with no adnexal masses noted. Laparoscopic surveying of the pelvis showed an essure device perforated through the left fallopian tube at the cornua with the overlying serosa intact with no evidence of perforation through the serosa with otherwise normal appearing fallopian tubes bilaterally. Laparoscopic surveying of the pelvis also showed normal appearing uterus, ovaries, round ligaments, and ureters. [Pathology test] on (B)(6) 2022: diagnosis: a. Uterus and bilateral fallopian tubes: mild chronic cervicitis with retention cysts. Inactive, basal endometrium tissue: uterus and bilateral fallopian tubes -gross description:a. Uterus and bilateral fallopian tubes: received in formalin labeled with the patient's name and uterus and bilateral fallopian tubes is a total hysterectomy with bilateral fallopian tubes that is 8.0 cm fundus to cervix, 5.0 cm cornu to cornu and 3.4 cm anterior to posterior. There are coiled metallic-colored sterilization devices consistent with essure iud inserted into the lumen of each cornu with the metal coil protruding 1 .2 cm into the endometrial cavity on the left cornu. Sectioning of the cervix reveals a tan-white rubbery cut surface with cystic architecture. Sectioning reveals an endometrium that is 0.1 cm thick and a myometrium that is up to 1 .7 cm thick. The myometrium is tan-white and mildly trabeculated. The left fallopian tube is 5.1 cm in length x 0.4 cm in diameter. The attached fimbriae are red-brown the intramural portion of the fallopian tube displays the tip of the aforementioned sterilization device in the surrounding soft tissue and not intraluminal. The right fallopian tube is 6.1 cm in length and up to 0.6 cm in diameter. The fimbriae are red-brown. Sectioning reveals a pinpoint lumen and the tip of the aforementioned sterilization device is extending through the fallopian tube lumen to the isthmus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-dec-2022: follow up was received via lawyer. Medical records of essure removal were provided (case is now medically confirmed). Event medical device removal was changed to fallopian tube perforation. History was added: umbilical hernia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal, hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.